Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: a 28 x 2.50mm promus premier select stent delivery system was returned for analysis. An examination (visual and via scope) of the stent found stent damage. Proximal stent struts were lifted from their crimped position. The undamaged stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06-apr-2020. It was reported that crossing difficulties were encountered vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 28 x 2.50mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.